Event description:
The customer reported intermittent 12-lead signal loss. There was no pt impact.

Manufacturer narrative:
The customer reported intermittent 12-lead signal loss. There was no pt impact. The customer reported that during their attempt to isolate the problem, the intermittent signal loss resolved and the unit remains back in service.